Event description:
Healthcare professional reported "rupture" and "periprosthetic fluid" confirmed via MRI. Healthcare professional later reported "no examinable liquid on this side". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3.

Event description:
Healthcare professional reported "rupture" and "periprosthetic fluid" confirmed via MRI. Healthcare professional later reported "no examinable liquid on this side". This record is for the left side. Device was explanted and replaced with another manufacturer's device.